Event description:
Adverse event(s): "2 weeks after operation, started to see worse" (vision, impaired), "pain around eye" (pain), "something moving inside the eye" (foreign body sensation), "back detachment of vitreous body" (vitreous, detachment of). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, her vision became worse and the surgeon performed a laser procedure approximately one month after the initial surgery. After the laser procedure, she reported that her vision became better but experienced pain around the eye and felt that "something moving inside the eye". The consumer also reported that she was informed by a "board of doctors" that there is "back detachment of vitreous body" and that glasses were recommended. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B) (4). (B) (4). (B) (4).